Event description:
It was reported that the pacemaker could not be interrogated using several programmers. The pacemaker also did not respond to a magnet when monitoring the surface electrocardiogram (ECG). The pacemaker was however pacing. The device is subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. There were no complications. The patient was stable before, during and after the event.

Manufacturer narrative:
The reported event of no magnet response was confirmed. The device was received with no telemetry and partial output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry testing indicated a normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.